Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Evolve short dapt clinical study. It was reported that myocardial infarction occurred. In (B)(6) 2018, the subject's qualifying condition was stable angina (ccs classification: 3) and they were referred for elective cardiac catheterization. Target lesion #1 was located in distal left circumflex artery (lcx) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 16 mm study stent. Following post dilatation, the residual stenosis was 0%. On the day of index procedure, cardiac enzymes were noted to be elevated and an event of type 4 myocardial infarction was reported. Two days later, the subject was discharged on aspirin and clopidogrel.